Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.

Event description:
Patient had micro striae covering 1/3 of the right eye flap. Striae was smoothed away by surgeon on patient's 1 day post op exam. No loss of best corrected visual acuity. Patient returned at 1 week post op with trace epithelial ingrowth at the same location. On (B)(6) 2013, uncorrected visual acuity was 20/20 on the right eye and 20/20-1 on the left eye. On (B)(6) /2013, best corrected visual acuity was 20/20 on the right eye and 20/20- on the left eye. Patient is happy.